Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, blood/body fluid was present in the proximal conductor (not obstructed) and in/on helix/lobe mechanism noted. In addition there was a cut evident through the outer insulation material at 31 cm distally and the helix was received bent with tissue and blood inside.

Event description:
It was reported five days after the device was implanted a lead perforation of the right ventricular wall was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.